Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis and high blood glucose. The blood glucose reading at time of call was 542mg/dl. Troubleshooting was performed. The customer stated that she was experiencing high glucose level for the past few days. The time on the insulin pump was incorrect. It was stated that the infusion set was changed to resolve the issue. The programming on the insulin pump was correct. Ran a fixed prime and high pressure test and the insulin pump passed the tests. No further information was provided.